Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Reporter is calling on behalf of her mother, whom had a partial hip replacement with a stryker prosthesis in either 2012 or 2013. The hip replacement failed. Recall inquiry.

Manufacturer narrative:
An event regarding alleged hip replacement failed (issue unclear) involving a omnifit stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined due to the minimal information received. Furthermore, as per product recall verification response it is confirmed that none of the reported devices were part of the recall. Further information such as return of device, x-rays, office notes, operative reports, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Reporter is calling on behalf of her mother, whom had a partial hip replacement with a stryker prosthesis in either 2012 or 2013. The hip replacement failed. Recall inquiry.